Manufacturer narrative:
Concomitant product: product ID 8709, serial# (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).

Event description:
Additional information later reported the head injury was prior to the pump being placed. The accident in 2009 was a separate incident but the patient already had the pump implanted at the time. Additional information later reported the pump was replaced.

Event description:
It was reported the patient¿s pump was being replaced for normal end of life (eol). It was reported the pump should have been refilled on (B)(6) 2014. It was noted the patient was comatose from a motor vehicle accident in 2009 and were unsure if there were any side effects from the missed pump refill. It was reported there was a low reservoir alarm on (B)(6) 2014. The pump was used to deliver baclofen.